Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history record for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The review revealed no rework was conducted and no concessions/deviations related to the issue were identified. The sam 350p passed ¿out qat from heartsine technologies on the 23rd february 2017. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the 14th september 2017 and performed to specification up to the 22nd july 2018. Between the 25th july 2018 and the last log entry on the 17th august 2018, the device records 11 manual power ons all of under one-minute duration. Information from the technical log shows that the device powers up in adult mode and gives an ¿adult patient¿ prompt. A test pad-pak was inserted into the device and successfully passed an auto self-test, then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. The pcba was inspected with no visual abnormalities. Upon further investigation it was found that the reported fault was due to the failure of the magneto resistive sensor, sw2. The sw2 was measured and found to be failing to produce a low output in the presence of a magnetic field. This had resulted in the device failing to enter child patient mode upon insertion of a pedi-pak and had resulted in the reported fault. The fault could not be replicated when sw2 was replaced. This would confirm a failure of the original sw2. The operation of the sw2 was tested as part of the final unit test specification, at heartsine on the 23rd february 2017. Therefore, it is concluded the sw2 failed after despatch from heartsine. In the absence of a functioning paediatric system, general advice is to administer adult level shocks to a paediatric patient. The device was still capable of delivering therapy as demonstrated during the course of the investigation. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Device displaying adult patient prompt with child pad-pak. No patient involved.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device displaying adult patient prompt with child pad-pak. No patient involved.